Event description:
On (B)(6) 2025 at 15:39 in cath lab #2, during right heart cath, an equipment error of being unable to read pa pressure on the merge monitor was reported. No harm to the patient as the patient was being monitored with backup hemodynamics on anesthesia monitor.